Manufacturer narrative:
(B)(4). Device evaluated by MFR:returned product consisted of a fetch 2 aspiration device. The syringe and extension line that is shipped with the device was not returned by the customer. The device returned in two pieces. Visual inspection of the device revealed a broken shaft. Visual analysis noted that the catheter shaft was broken approximately 36.5cm from the strain relief of the catheter. Inside diameter of proximal of the shaft was inspected using a .045 gauge pin and the result was that proximal shaft was in specification. The catheter was not functionally tested due to the damage on the catheter shaft. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported complaint. The reported break was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that the shaft broke. The lesion being treated was located in the left anterior descending artery. A fetch2 thrombectomy catheter was successfully used and removed from the patient. However, while placing the catheter on the scrub table to the catheter broke in two. No patient complications were reported and the patient's status is fine.